Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: h6: method codes: device history lot: a manufacturing record evaluation was performed for the finished device [5l44955] number, and no non-conformances were identified. Investigation summary: according to the information provided, it was reported two broken anchors during suture insertion. The complaint devices are not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. However a photo was provided for one device. Upon visual inspection of the photo, the anchor was broken from medial to bottom aspect and separated in two pieces making visible the suture thru the anchor. The complaint reported was confirmed for one anchor as we received a photo showing just one device. The photo do not provide enough evidence to determine root cause. A possible root cause can be associated to an incorrect insertion angle and/or excessive force applied, however it cannot be conclusively affirmed. Hands on analysis should provide more evidence to be able to discern most clearly a root cause. If any evidence is received in the future for the second device, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [5l44955] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the affiliate in (B)(6) that during the insertion of the suture, both of the 4.75 healix advance kntlss br devices broke. There was a delay of 10 minutes in the surgical procedure. There was a spare device available for use to complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.